Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient reported for surgery due to low sensing, no capture and low impedance on the right ventricular (rv) lead. It was noted during the procedure that the physician was concerned of a possible perforation due to the movement of the rv lead when visualising retraction of the helix under fluoroscopy. Also, the helix would not redeploy. Due to the absence of a pericardiocentesis tray at the hospital, the attempt to reposition the lead was abandoned. The generator was reconnected, pocket closed and the patient transferred to another facility. A CT scan at the second facility revealed the lead had not perforated. The lead was freely moving but the helix would not extend. Two small incisions were made on the outer insulation of the rv lead and an introducer wire was used to retain access to the vein. The right ventricular lead was explanted and a new lead was connected. The procedure was completed successfully without any patient consequences.